Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that a one liter bag of saline with potassium was hung at a rate of 125ml/hr. However, it was noticed that after two hours, only less than 100ml was left in the bag. The event occurred in the orthopedic unit. There was no patient impact.

Event description:
It was reported that a one liter bag of saline with potassium was hung at a rate of 125ml/hr. However, it was noticed that after two hours, only less than 100ml was left in the bag. The event occurred in the orthopedic unit. There was no patient impact.

Manufacturer narrative:
Investigation conclusion: the customer¿s complaint of over infusion was not confirmed or reproduced. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, on the reported event date at 3:52 pm, the suspect device was selected and programmed guardrail IV fluid 0.9%ns +kcl 20 meq/l (drugid=10) to infuse at a rate of 125 ml/hr (vtbi= 950 ml). At 5:02 pm, the suspect device was channeled off; the pcu was powered off. Volume recorded infused= 143.6 ml. Testing showed the device was delivering IV fluids within specification. Device inspection: no anomalies were observed during disassembly of the pumping mechanism. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the complaint of over infusion was not identified. Device history review: review of the source device (sn (B)(6) ) service history record showed the device had a manufacture date of (09mar2017). A review of the device service history record was performed beginning from the date of manufacture to the present date (13nov2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.